Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
A friend or family member of the patient reported that the patient's chest hurt around the stimulator. The patient then put the charger on to see how much it is charged even though they had just checked it a couple of days prior. It was stated that one other time they put the recharger on the patient who noted it almost felt like electrical currents going through them. It doesn't seem to be bothering them now and they charged a couple of days prior to date notified to 100%. There were no falls or trauma related or swelling/redness at the implantable neurostimulator (ins) site. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.